Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (response buttons non-functional) was isolated to the rear response button cable being loose and unplugged from the j1005 connector on the ca board. The cause of the non-functional response buttons is the unplugged flex pcb cable. The root cause of the unplugged cable cannot be positively identified. There was no adverse event that resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported that the response buttons were non-functional.